Manufacturer narrative:
Additional information received. Csf cultures: sept 15 - neg, (B)(6) - neg, (B)(6)- neg, (B)(6) - neg - (B)(6): gram stain preliminary - many polymorphonuclear cells / no organisms seen - primary culture: no growth after 72 hours / broth culture only: staphylococcus epidermidis - (B)(6): gram stain preliminary - polymorphonuclear cells present / rare squamous epithelial cells / rare gram positive cocci - culture - csf preliminary - scant growth of staphylococcus epidermidis - evd system (not catheter) changed - (B)(6): gram stain preliminary - polymorphonuclear cells present / no organisms seen preliminary - culture - csf preliminary - scant growth of staphylococcus epidermidis. No cell count was done. - pt was not symptomatic of a csf infection at this time - is infection device related? If not, is it known what caused it? "Yes" - did anything happen during the recent procedure that may have caused or attributed to infection? "Lung infection and? (B)(6)" - was the patient placed on antibiotics? "Yes" - what treatment and or medication was given for the infection? If medications were administered, please include medication names: "evd replaced and changed site. Antibiotics ¿ vancomycin, ceftriaxone, meropenum, ancef, flagyl, piptaz (not all at once)" - provide next course of action, if any: "the evd was removed and replaced." - what is the health history of the patient? "Diagnosed with 4th ventricular tumor" - patient outcome or current status with regards to the infection. Csf infection cleared ¿ "vp shunt inserted. Eventually became symptomatic and diagnosed with another csf infection (staph epidermidis) ¿ vp shunt removed, evd inserted and on antibiotics" - please confirm if eds3 system is an integra product. If yes, please provide product information: "yes, this is an integra product. Sku (B)(4). Lot: not available"

Event description:
N/a.

Manufacturer narrative:
The evd bactiseal catheter (ID 821745) was returned for evaluation. Device history record (DHR) - the product code 82-1745 with lot 7328489, conformed to the specifications when released to stock. All finished goods test results, including endotoxin satisfactorily met the requirements. Failure analysis - the catheter was visually inspected; no defect was noted. The catheter was irrigated, no occlusion noted. The catheter was leak tested no leak noted. Root cause analysis - the possible root cause for the issue reported by the customer, could be linked to the patient and hospital surroundings and as mentioned in the IFU: the quantities of rifampin and clindamycin hydrochloride used to impregnate the bactiseal evd catheter are only a fraction of a therapeutic dose of these two antibiotics and have no potential for any systemic therapeutic effect.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an evd bactiseal catheter (ID 821745) was inserted on (B)(6).2024. The patient had a positive csf culture for staphylococcus epidermidis after the evd was inserted. A routine culture was taken from the sample port near the collection chamber, no signs of csf infection were present. In october 5, a gram stain preliminary showed: many polymorphonuclear cells / no organisms seen primary culture: no growth after 72 hours / broth culture only: staphylococcus epidermidis. In october 8 a gram stain preliminary showed: polymorphonuclear cells present / rare squamous epithelial cells / rare gram-positive cocci. Culture - csf preliminary - scant growth of staphylococcus epidermidis. Therefore, the evd system was changed, not the catheter. A leukoplast, also known as coverplast fabric dressing, was used on the insertion site.